Manufacturer narrative:
The glucose hk gen.3 reagent lot number is 91927601 (expiration date: 28-feb-2027). The field service engineer inspected the analyzer and determined that a sample quality issue caused the event. He verified the probe rinses, pump pressures, and the alignment of the sample probe. He verified the analyzer's performance with precision checks. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose hk gen.3 assay result for a patient sample tested on the cobas c 503 analytical unit. The initial result from a nova - statstrip (poc device, nova manufacturer) was 102 mg/dl. The first repeat result from the analyzer was 149 mg/dl. This result was questioned due to the nova - statstrip result, prompting a rerun. The second repeat result from another c 503 analyzer was 120 mg/dl. The third repeat result from the analyzer was 120 mg/dl. The result of 120 mg/dl was deemed correct and was reported.